Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they were hospitalized due to high blood glucose. The customer's son also reported that they had keypad issues. The customer's blood glucose was around 500 mg/dl at the time of incident. The customer's blood glucose was 299 mg/dl at the time of call. The customer's son stated that they had symptoms of high blood glucose such as nausea. The customer's son stated that they gave correction with the insulin pump. The customer's son stated that they were given insulin to treat the blood glucose. The customer's son stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.